Event description:
A customer reported that the t:slim x2 pump's battery would not charge. There was no reported adverse impact. The issue was resolved by plugging the charging cable into a tandem wall adapter, after which the pump began charging successfully, requiring no further assistance.